Manufacturer narrative:
Lab analysis: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, non-penetrating nick and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported " the left breast implant was broken and the liquid silicone was leaking out", "left breast implant leakage" and "small capsule rupture with silicone leakage" diagnosed via ultrasound. The device was explanted and replaced with another manufacturers device.

Event description:
Patient reported " the left breast implant was broken and the liquid silicone was leaking out", "left breast implant leakage" and "small capsule rupture with silicone leakage" diagnosed via ultrasound. The device was explanted and replaced with another manufacturers device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " the left breast implant was broken and the liquid silicone was leaking out"